Event description:
It was reported that the patient experienced ineffective therapy/coverage. As such, surgical intervention took place on (b)(6) 2026 wherein one lead was explanted and replaced, and the second lead was repositioned to address the issue. Reportedly, patient had effective therapy post op.Investigation was unable to determine which lead was explanted.

Manufacturer narrative:
Date of event is estimated.D10:Medical Product: SCS IPG, Therapy date: Unknown.During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.